Event description:
Abbott scientific affairs became aware on (B)(6) 2011 of a study that was conducted to assess heterophilic antibody interference across a variety of immunoassays and analytes. Sera from two donors, known to contain high titers of fc-reactive heterophilic antibodies, were distributed to 18 clinical laboratories for testing through the nordic external quality assessment cooperation (eqanord). A portion of each sample was treated with a blocking agent, so each laboratory received a native and preblocked specimen from each of the two donors. Donor #2 (a woman in her (B)(6)) was suspected to have interference when analysis on the architect total b-hcg assay gave an elevated result without concomitant pregnancy or malignancy. The result was negative on the architect after a blocking agent was added to the sample. The native sample was reanalyzed on a non-abbott method, which confirmed the negative result. The study indicated that prior to the identification of heterophilic antibody interference, this donor endured unnecessary chemotherapy and three inappropriate surgical procedures, including the laparoscopic removal of a fallopian tube. Donor #2 donated blood for the study and the false positive architect b-hcg result was discovered in (B)(6) 2009 and serum was collected at that time. The donor specimens collected for the study were analyzed at the clinical laboratories in the (B)(6) 2010. Additional information was requested but it is not known where the original test results were generated resulting in unnecessary chemotherapy and surgical procedures or when this event took place. There was no report of any further impact to the patient.

Manufacturer narrative:
(B)(4); (B)(6) an evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in process.

Manufacturer narrative:
The architect total b-hcg assay, list number 7k78-20, was being used for an off-label use, tumor marker. Architect total b-hcg is used for the early detection of pregnancy as outlined in the intended use of the reagent insert. On review of the information, there is no product malfunction or deficiency associated with the architect total b-hcg assay pertaining to the issue reported. The reagent was not used as intended. The intended use and limitations of the procedure sections of the package insert contain information regarding intended use and approved uses of the assay.